Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with grade 1 diffuse lamellar keratitis (dlk), at inferior flap edge on the right eye, at the one day post-op visit. Reporter noted patient slept most of the day after treatment, and did not get any medication into the eyes. Upon follow up, reporter informed that the dlk resolved with treatment. This report will follow the patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).